Event description:
As reported, the patient underwent an initial left reverse total shoulder arthroplasty approximately 3 months ago. The patient complained of pain and was revised due to poly disassociation. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 304-21-13 - 12.5mm platform fx stem left: 5459293. 320-06-42 - glenosphere 42mm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining scr kit: (B)(6). 320-20-26 - eq rev com scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 321-52-07 - 3.2mm drill bit sterile: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b, c, d. The revision was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.